Manufacturer narrative:
Immucor technical support used remote electronic access method to assess instrument test well images on (B)(4) 2014. The immucor laboratory tested retention product on (B)(4) 2014 which performed as expected. A blood sample was returned to the immucor laboratory for evaluation which yielded some unexpected negative reactivity on (B)(4) 2014.

Event description:
On (B)(6) 2014, a customer reported unexpected negative antibody reactions when using capture-r ready-ID extend ii on a galileo echo, with an associated unexpected negative antibody screen.